Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Adverse event problem: component code: 3123 - tip; health effect - impact code: 4614 - serious injury/ illness/ impairment; heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions; medical device problem code: 1069 - break; investigation findings: 3233 - results pending completion of investigation; investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the tip of the device broke off on the patient's leg. As per user facility, during the endoscopic vein harvest, the tip of the device broke off in the patient's leg, and to their knowledge, all pieces were retrieved. An additional replacement device was used to complete the procedure. The surgery was for a CABG x 3 , left internal mammary artery coronary after bypass graft, double right aorto saphenous vein coronary artery bypass graft, endoscopic vein harvest. There was an approximately 10 minutes delay in searching for the missing piece and obtaining new device. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 10, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - updated email address) d4 (additional device information - added exp date) g1 (all manufacturers - update first name, last name, email address & telephone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction, additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 3259, 19) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 3259 - improper physical structure investigation conclusions: 19 - cause traced to user the affected sample was inspected upon receipt to confirm one side of the v-cutter was broken off. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested with no anomalies with the device were found, and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Tip of the device broke off on the patients leg.